Manufacturer narrative:
Details of complaint: the customer reported they were experiencing intermittent signal loss site wide. The frequency of the signal loss was hourly, and it lasted anywhere from 1 to 10 minutes. All transmitter channels were affected. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: it was discovered that a nearby tv station was broadcasting in the wmts range causing interference. As such, the root cause is related to environmental factors. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported they were experiencing intermittent signal loss site wide.

Manufacturer narrative:
The customer reported that they are experiencing intermittent signal loss site wide. The frequency of the signal loss is hourly, and it lasts anywhere from 1 to 10 minutes. All transmitter channels have been affected. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following transmitter was used in conjunction with the central nurse's station (cns), but did not experience a failure: transmitter: model: zm-520pa, s/n: (B)(4), approximate age of the device: 24 months, device manufacturer date: 07/02/2018, unique identifier (UDI) #: (B)(4). Multiple other transmitters were used in conjunction with the cns and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that they are experiencing intermittent signal loss site wide.